Manufacturer narrative:
Olympus followed up with the customer to obtain the status/return of the device. But no information was obtained or provided. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical technician at the user facility reported, the high frequency unit electrosurgical generator touchscreen has intermittent glitches on the screen with error code, e433. The customer reported, problem was found at inspection before use. No procedure was involved. And no death, or injury, and no impact to patient or other was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As only the device lot number was provided, a review of the device history record could not be performed. However, all olympus generators are subjected to an extensive final testing before delivery. Based on the lot number provided, it has been over 10 years since the subject device was purchased. Based on the results of the investigation, as the device was not returned for evaluation, root cause of the reported issue could not be determined. The e433 error is generated if during startup of the device, the output voltage is below the intended limit. This can result from the user pressing the footswitch during the device startup; a defective footswitch; a defective internal cable or component of the generator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.